Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('what kind of surgery did you have: had hysterectomy 6 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and abdominal operation ("I have 3 scars and one in my bellybutton") and was found to have weight decreased ("lost 7 lbs after all the fluids and surgery"). The patient was treated with surgery (hysterectomy with davinci). Essure was removed. At the time of the report, the medical device removal, abdominal operation and weight decreased outcome was unknown. The reporter considered abdominal operation, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was identified this case is duplicate of (B)(4). All information, reference section, source document from this case transferred to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('what kind of surgery did you have: had hysterectomy 6 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced scar ("I have 3 scars and one in my bellybutton") and was found to have weight decreased ("lost 7 lbs after all the fluids and surgery"). The patient was treated with surgery (hysterectomy with davinci). Essure was removed. At the time of the report, the medical device removal, scar and weight decreased outcome was unknown. The reporter considered medical device removal, scar and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reported information was added. The medical device removal surgery specified to be hysterectomy. Events added: surgical scar and weight loss post essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('what kind of surgery did you have') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('what kind of surgery did you have') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.